Event description:
The surgeon reported that during the procedure, white powder-like granules were observed on the intra ocular lens. The iol was explanted during the same procedure requiring a widened incision. This required extensive irrigation to remove the granules which extended the procedure time. A second lens was placed. A single stitch was required to close the incision.

Manufacturer narrative:
No sample was returned. No lot code was provided, therefore a review of the mfg records was not possible. No root cause could be determined.